Event description:
The caller reported that he had received an email about an incident with a tracheostomy tube breaking while in a pt. The following day in 2009, the rep of the distributor called and reported that she had the tracheostomy tube to return for evaluation, but did not report any other info.

Manufacturer narrative:
The 8 dct tracheostomy tube lot# 0804000635 was received for evaluation. The failure investigation found the snap head was separated from the outer cannula. The reported failure was confirmed.